Event description:
An initial report of patient hospitalization was made to united therapeutics on 27-sep-2022 and forwarded to millyard advanced medical products llc on 28-sep-2022. The patient reported that they were unable to successfully troubleshoot a pump issue. The patient went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 26-oct-2022 (report number 3016798778-2022-00009). Additional information was received by millyard advanced medical products llc on 20-jan-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Investigation of the returned materials confirms the patient received alarms on both the main and backup pumps in the days leading up to the complaint date, 26-sep-2022. The day before the complaint date, therapy on pump utpm0006553 ended with a series of occlusion alarms, all of which were confirmed via analysis of the logs. The pump was run during the investigation for a full 72 hour treatment cycle without issue. As no cassettes or infusion sets were returned, the cause of the occlusion alarms could not be determined. On the date of the complaint, delivery on pump utpm0006554 resulted in a pump failure alarm. The alarm condition was replicated during the investigation by applying remodulin to parts of a pump, which interfered with the pump mechanism. After resolving the fluid contamination, pump utpm0006554 was run during the investigation for a full 72 hour treatment cycle without issue. As no cassettes or infusion sets were returned, the source of the fluid contamination into the pump cannot be determined. Both pumps met specification and operated as designed when tested.